Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4068-45 lead, implanted: (B)(6)1999. (B)(4).

Event description:
It was reported that a review of the patient's electrograms noted evidence of double counting. The implantable cardioverter defibrillator (ICD)&#1157;mained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.